Event description:
It was reported that the implant shock impedance was high at 120 ohms. The doctor had to re-tunnel the electrode three time to get the impedance down. The final shock impedance reading was 90 ohms. The electrode remains implanted. There were no additional adverse patient effects.